Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During an event, it was reported that the device gave the "connect electrodes: message as device was connected to a pt. The reporter did not provide the pt outcome or any further details regarding the event.